Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the unit halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during testing. However, the device was put through extensive testing that included removing and reinstalling the main board without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.